Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 2020-11-24. H6: investigation summary: a device history record review was performed for provided lot number 2003251 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, one physical sample was returned for evaluation by our quality engineer team. Through examination of the sample, leakage was observed through the plunger rod. Through magnified inspection, damage was observed to the plunger rod lip component. This type of damage can be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. Damage to the plunger lip component can result in leakage.

Event description:
It was reported that bd discardit¿ ii 20 ml syringe leaked before use. The following information was provided by the initial reporter: recently, we have often noticed the leakage of discardit syringes 20ml (when aspirating).

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd discardit¿ ii 20 ml syringe leaked before use. The following information was provided by the initial reporter: recently, we have often noticed the leakage of discardit syringes 20ml (when aspirating).